Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, missing display window/cover, stained keypad overlay, battery tube threads - cracked and cracked case (battery tube). Cosmetic damage was confirmed at the battery tube side. Blank display was confirmed during analysis due to misaligned battery tube. Exposed to moisture damage on pcba 1 and battery tube. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the battery case tube side. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the crack was not impacted the pump's functionality. No harm requiring medical intervention was reported. The product was returned for the analysis mmt-1880.